Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receiving error 133.6090 on device 8015 (s/n (B)(4). Case resolution: customer powers on device 8015 (s/n (B)(4), with system error 133.6090. ¿ assisted customer to identify problematic error location. ¿ customer to replace the serial I/o board assembly main speaker to isolate problem fault. ¿ this did not eliminate the error. ¿ informed customer to repair/replace the logic board assembly. ¿ if any further concerns are identified, customer will give a call back. ¿ end call. There was no patient involvement.